Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 117 mg/dl at the time of the call. Troubleshooting found the customer's drive support cap was sticking out. It was also found insulin was squirting out during the manual prime process. The customer also stated they were unable to exit from the preparing to prime loop. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and flush drive support disk. The insulin pump was unable to verify prime alarms due to motor error alarms. The insulin pump was received with bleeding lcd glass, cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, broken reservoir tube lip, minor scratches on lcd window and missing end cap sticker.